Event description:
Information received from our japan affiliate. A spouse of a pt contacted our firm to report the pt saw an ecp in 2005 and was diagnosed with conjunctivitis ou and corneal infiltration os with haze in the os anterior chamber. The office was contacted and we learned the pt was treated with cravit, mydrin-m, tarvid ointment and flumetholone eye drops were added a few days later. The pt's spouse informed us the pt was instructed to discontinue lens wear for 2 weeks and return to the ecp's office. The pt returned to the ecp the following month; the pt still had a haze in the anterior chamber and iritis os. The pt did not return to the ecp's office for follow-up. The pt's spouse reported the pt's eyes are fine at this time. Product was not saved by the pt and the lot number is not known. No additional information is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.